Event description:
The patient called alleging that the meter was set to the incorrect unit of measurement. The patient does not recall recently going into the set up mode. The patient had not been feeling well and visited their physician. He did not test the patient's blood glucose; however, advised the patient to increase their insulin 2u in the am and 2u in the pm. The patient contacted emergency services, because they felt shaky and were advised to eat something. The patient is going to the hospital for surgery that is not related to their diabetes. Customer services assisted the patient in setting the meter back to mmol/l. Customer services sent the patient a replacement meter, since the patient does not recall going into the settings and changing the unit of measurement. Due to a spontaneous / unintentional power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a reportable medical device due to a malfunction.